Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the device remotely and confirmed that the system did not start up. The rse asked customer to check the host pc indicator status and found it was 0xb1 which means the host pc did not respond after powering on the device. The fse visited onsite and upon functional testing, the fse confirmed that the host pc was defective. The defective host pc was returned for analysis, and it confirmed that the power supply unit (psu) was defective. To resolve the reported issue, the fse replaced the host pc, updated the license and completed device configuration. After replacement and necessary configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.